Event description:
It was reported that the patient presented due to concerns of malfunction on their implantable cardioverter defibrillator (ICD) due to experiencing palpitations. No intervention was performed, and the patient's status was unknown.